Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly, inductive resistor and the energy storage capacitor. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed parts in the failure analysis center. Physio determined that the cause of the reported failure was a failure of a diode, designator cr44 from the therapy pcb assembly. The diode caused damage to the therapy pcb, capacitor and the inductive resistor due to excessive current.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged several event codes. After an evaluation of the device by physio-control, it was observed that the device would not deliver defibrillation energy. There was no patient use associated with the reported failure.